Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Male and (B)(6) years old, accepted rotator cuff repair on (B)(6) 2017. The last versalok anchor was implanted smoothly. The shaft was broken in bone when surgeon withdrew it. The broken piece could not be removed. Finally the surgeon finished procedure. Now the patient condition is stable. Additional information received via email from the affiliate on 2-6-2017. The event description states the broken piece could not be removed. Finally the surgeon finished the procedure. The surgeon did not remove the broken piece what was the date the broken piece was removed? Na. Please verify the lot number on this device ¿388598¿ is missing one number. It should be correct.

Manufacturer narrative:
The complaint device and an identical non-complaint device were received and inspected. The complaint device (versalok ti anchor) is broken and the threaded tip of the anchor is missing as stated in the complaint. Per IFU, when the versalok ti anchor is used in hard bone, an awl should be used to prep the bone hole prior to inserting the anchor. From past investigations, it was noted that using the versalok directly in hard bone would require excess force, potentially causing the anchor to break. In addition to this, deflection of the anchor after insertion could cause a moment along the axis of the anchor, which could cause the anchor to break off and remain in the bone. The returned anchor indicates the above causes may have contributed to the failure, however it cannot be confirmed as the bone quality of the patient and procedure details are unknown. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints of any type for these lots of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Male and (B)(6), accepted rotator cuff repair on (B)(6) 2017. The last versalok anchor was implanted smoothly. The shaft was broken in bone when surgeon withdrew it. The broken piece could not be removed. Finally the surgeon finished procedure. Now the patient condition is stable. Additional information received via email from the affiliate on 2-6-17: the event description states the broken piece could not be removed. Finally the surgeon finished the procedure. The surgeon did not remove the broken piece. Please verify the lot number on this device ¿388598¿ is missing one number. It should be correct.